Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl and 66 mg/dl. The customer did offer to troubleshooting for the insulin flow blocked message and high blood glucose and the customer declined. The customer had an issue where it took 5 set to get one to work, three had a bent cannula and three of the did not work. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.